Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial #: (B)(4), ubd: 11-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a tight native annulus with an aortic valve area of 0.4 mm, the implant team chose not to pre-dilate. Upon full deployment of the valve, the nose cone of the delivery catheter system (dcs) could not pass through or be removed from the inflow portion of the valve frame. Another wire and balloon were passed along the nosecone to allow enough space to safely remove the dcs. A post-implant balloon aortic valvuloplasty (bav) was performed and the valve dislodged out of the annulus. It was reported that the nosecone of the dcs was pushed very close to the valve frame's edge during the post-implant bav and may have been the cause of the dislodgement. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicates that, after the valve was implanted while removing the delivery catheter system (dcs), the nose cone of the dcs could not pass through or be removed from the inflow portion of the valve frame. A post balloon aortic valvuloplasty (bav) was performed and causing the valve dislodged out of annulus. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Procedural images were received for review. The imaging confirms during the first implant the dcs appears to be stuck near the inflow due to the severe constrained inflow from the calcium burden. A post bav to attempt to free the dcs causes the valve system to dislodge out of the annulus. A second valve system was deployed inside the first confirming a good result. The evidence confirms the first valve system dislodged which may have been due to a post bav attempts to free the dcs and causing the valve dislodged out of the annulus. It also confirms the difficulty to removing the dcs is due to a constrained inflow from the calcium burden observed on the images. This indicates that the most likely cause of unable to remove dcs was patient anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.